Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. The patient reported that the physician previously advised the patient to remove the lifevest for a previous rash and use cortisone 10. Follow up indicated that the rash healed.